Event description:
A complaint of imprecise sequential readings was received on a customer's freestyle mini blood glucose meter. The customer obtained readings of 3.1, 4.8, 3.4, 10.5 and 5 mmol/l within a ten minute timeframe.